Event description:
The subject device was returned to an olympus service center with no alleged complaint. The device is an olympus loaner. There was no patient or user injury reported. Upon inspection and testing of the returned device, it was observed there was a leakage from the balloon channel at the distal end, and there was foreign material in the forceps elevator. This report is being submitted for the foreign material.

Manufacturer narrative:
During inspection and testing, foreign material found in the forceps elevator was suspected to be due to insufficient cleaning of the device. In addition, service confirmed the balloon channel was leaking, and was found it was due to a damaged balloon channel. The suction cylinder was shaved, the water removal ability was out of specification due to a clogged nozzle, the bending angle was out of specification due to wear of the angulation wire, the adhesive on the bending section cover was detached, and the bending section cover was discolored. The universal cord was dented and scratched. The objective lens was scratched, the distal end was scratched, the control unit was deformed, the forceps raising angle was out of specification due to a damaged forceps elevator wire, there was a leakage due to a deformed electrical connector, and the acoustic lens was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however a further presumed cause could not be established. Olympus will continue to monitor field performance for this device.